Event description:
It was reported a patient's left ventricular lead presented with loss of capture due to dislodgement, confirmed via x-ray. The lead was explanted during a procedure on (B)(6)2023. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies.